Manufacturer narrative:
Product complaint # (B)(4). Eight (8) 5.5 exp verse unitized set scr (prod code: 199721001, lot # ul1212, uk3112, uk2323.) Were returned for evaluation. It is unknown which lot was reported to be the malfunction. All returned set screws were evaluated. Visual examination of the set screws revealed signs of operative use as evidenced by superficial markings, with threads and drive feature slightly worn. Rod striations were observed on the set screw suggesting that the set screw was seated and tightened properly. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. With the information provided, a definitive root cause for the migration and loosening of the set screw cannot be determined. In general, patient factors that may affect the performance of the components include patient anatomy, bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence thereto are unknown. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On march 13th patient underwent revisions surgery. Implants were removed and replaced with expedium verse screws and innies (1997-21-001). X-ray on 2.5.2018 showed that one 1997-21-001 was loosened. More information will be provided as soon as available. Patient consequence? Unknown.

Manufacturer narrative:
(B)(4). The torque limiting handles were tested for torque. It was found that all the four handles were functioning as intended, as evident from the all the readings being within the specification limits. The investigation could not verify any evidence of the torque limiting handles contribution to the reported problem. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.